Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The surgeon used a replacement unit and that seal was stitched in while completing the anastomosis. The surgeon applied a side biter clamp, removed the seal, and redid the anastomosis. No add'l pt complications were reported by the hospital.